Manufacturer narrative:
The customer was provided with a warranty replacement. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device's lid would not activate or de-activate the unit, as intended. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue and determined that the cause of the reported issue was likely due to the lid switch, sw5.

Event description:
The customer contacted physio-control to report that their device's lid would not activate or de-activate the unit, as intended. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.